Event description:
The customer called to report that he has been experiencing high and low blood glucose levels. The customer then stated that he was hospitalized for low blood glucose levels with a reading of 26 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.